Manufacturer narrative:
Philips investigated this complaint. Philips checked the system on site and confirmed that the safety chain used to prevent the l-arm cover from falling was intact. The cover was re-attached and the system was returned to use in good working order. Since then, the issue has not reoccurred. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that the cover of the l-arm came loose. The cover was retained by a safety chain which prevented the cover from falling off. The system was not in clinical use and no harm was reported. Philips has started an investigation for this complaint.